Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, the pump indicated a data log corruption. The customers blood glucose level was reported in a range between 200-499 mg/dl. Customer loaded a new cartridge and continued to use pump for insulin therapy.